Event description:
The customer reported the au5800 clinical chemistry analyzer had two (2) erroneous low ion selective electrodes (ise) samples results including sodium (na), potassium (k), and chloride (cl) results. Customer indicated one (1) patient sample ise results were false low and was sent to emergency room (ER) where the sample was rerun and results were within normal reference ranges and patient was discharged from ER. Another low ise sample results were caught in the laboratory and were repeated on the same analyzer and results were within normal reference ranges. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined that the ise data control board and all electrodes¿ cables produced noise causing the intermittent ise (ion selective electrodes) erroneous results. The fse replaced ise data controller board, and all ise electrode cables to resolve the issue. Beckman coulter internal identifier is (B)(4).